Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was found that the implantable cardioverter defibrillator (ICD) exhibited myopotential over-sensing. No intervention was performed. Patient condition was stable.

Event description:
It was reported that programming changes were made for re-occurrence of myopotential over-sensing. There were no patient consequences.